Event description:
It was reported that during a da vinci low anterior resection (lar) procedure, a metal component of the tip-up fenestrated grasper instrument was discovered inside the patient's body during surgery and was removed. The metal fragment was discovered and the instrument was removed near the end of the surgery; it was determined that there was no need to provide a replacement instrument. The surrounding area was checked using an endoscope. An x-ray was performed post-operatively. No other special actions were taken. A second laparoscopic surgery was performed to retrieve the second metal fragment performed on the same day immediately after wound closure. It was carried out by the operating surgeon. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. There was no video available for isi to review. A ring-shaped object was found in the video footage taken after the surgery, so it was removed in a second operation. Upon examining the forceps, it was determined that the pulley portion of the tip-up fenestrated grasper had detached. A total of two parts were recovered.

Manufacturer narrative:
The tip-up fenestrated grasper instrument was received and failure analysis found the instrument to have a broken distal clevis. One retaining pin for an idler pulley was broken off. The broken pin was not returned with the instrument. Other components adjacent to the distal clevis did not show damage. Due to the damage, the idler pulley completely detached from the distal clevis and the grip cables derailed from its normal position. A review of the images showed a tip-up fenestrated grasper with the distal clevis post broken off. This led to the inner and outer pulley falling off. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.